Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon states that patient sustained a traumatic dislocation due to fall from bed. Reduction was attempted in the emergency room. Surgeon reports patient complains of pain, squeaking, and grinding in hip. X-ray showed polyethylene insert dissociation. Surgical intervention was required to explant the dissociated insert and new mdm liner and insert were implanted.